Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted imaging was challenging. An xtw clip was inserted, and grasping was performed. However, the physician experienced difficulties grasping and capturing the leaflets. Therefore, the clip was removed, and the procedure was discontinued. Upon final evaluation, there appeared to be a small torn chord and it was assumed the clip may have been briefly caught in chordae. No additional treatment was performed and mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove from anatomy, unable to grasp leaflets, unable to capture leaflets were unable to be determined. The reported difficult imaging was due to patient condition. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.